Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the gearbox is running slowly. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/28/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported to covidien. Upon triage, on (B)(6) 2017, service found that the gearbox is running slow.